Event description:
The hcp reported that the catheter had migrated out of the intrathecal space requiring surgical catheter revision. The pt is receiving baclofen 500 mcg/ml at a rate of approximately 100 mcg/day. The pt began to have relief of spasticity followed by abrupt return of spasticity 1-2 days post implant. Fluoroscopy revealed that the catheter had migrated out of the intrathecal space. The catheter was surgically revised and again migrated out of the intrathecal space 1-2 days later. The patient was transferred to another facility for a third catheter revision. Final patient outcome was not reported.